Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that their device was unable to maintain peep (positive end expiratory pressure) readings and ventilation did not seem to be working. There was no patient involvement associated with the reported event.